Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On(B)(6) 2017 software analysis was unable to determine probable cause with the information provided. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system lost the ability to track any instrument within the navigation screen of cranial 2.2.7. Camera tracking did not show any localizer error. All instruments within the verify instrument page of software showed 'disconnected' message. In trouble-shooting, the navigation system was re-booted and normal function was restored, resumed tracking instruments as expected. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.